Event description:
It was reported that during a shoulder arthroscopy procedure, the patient's shoulder joint muscle twitches when use it. Backup device was available to complete the procedure with no significant delay. No other patient complications were reported and the patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Clinical investigation revealed that there was no significant delay or other patient complication reported. The patient outcome remains unknown. Visual inspection under magnification of the wand shows minimal erosion of the screen/electrode with strong contamination/discoloration and scratch/scuff marks on the spacer and cap; there are no manufacturing abnormalities visually observed with the returned wand. The device excites plasma on max/min settings as intended. The suction was tested and performed as intended. The complaint was not verified as the device performed as intended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.